Event description:
A patient called in 2002, alleging that their one touch ultra meter was reading inaccurately high. Patient was feeling shaky and dizzy. Patient got a reading of 190 mg/dl. Patient went to the doctor and was treated with medication for diabetes. Patient alleged meter caused them harm, patient stated that because the meter was reading higher than it should, patient passed out on three separate occasions due to low blood glucose. Unable to contact the customer to obtain more information. Attempted twice. Also sending letter.